Manufacturer narrative:
Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100493541. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100457097. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Mechanical issue and urinary incontinence are acknowledged within the instructions for use (IFU) and are not related to off-label use or failure to follow instructions. The reported patient symptom of and urinary incontinence is a known risk associated with this device type and indicated as such in the instructions for use. Based on the information available the cause that contributed to the reported event cannot be established; therefore, a conclusion code of cause not established and known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent incontinence following device implantation due to device nonfunctioning. Patient underwent a computed tomography (CT) of the entire abdomen and a urodynamic exam in which sphincter deficiency was revealed. After numerous activation and evaluation attempts, the physician himself determined the need to replace the cuff, therefore the device was explanted and replaced. There were no patient complications.